Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) was unable to communicate when the alp would cross the valve. The alp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of no conductive telemetry was confirmed. The device was received with no output or telemetry, upon additional analysis the device recovered and behaved normally. Further analysis could not determine the cause for the no output and no telemetry. Visual inspection showed that the outer helix length was stretched out of specification consistent with the procedure. The inner helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.